Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va01qgd, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was initially reported that the patient needed to change the program and she had been on the current program for "three weeks to a month" and it was not controlling her symptoms. It was noted that the patient never had therapeutic effect. The patient stated that she had the programmer "attached to her backside" and did not always align up correctly. The patient stated that she hit the on button with the light bulb. The patient was assisted with using the antenna and positioning it over the implant. The patient tried this "a couple of times" with no success. The patient then tried without the antenna and was able to connect. The patient was on program 2 at 5.2 volts and she saw the lightning bolt in the upper left hand corner. The patient switched to program 3 at 1.5 volts. The patient noted that she used the programs up high because of her neuropathy, so synchronizing at a lower setting was not an issue. The patient was then unable to adjust stimulation and was able to intermittently make a connection without the antenna attached by repositioning. The patient ended up at 8.5 volts and could not increase further because she was at the highest setting. The patient was scheduled to meet the manufacturer representative on (B)(6) 2013 to check the device's status. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment (B)(6) 2013 with manufacturer's representative additional information received noted that the root cause of the issue was unknown...she just kept turning the unit up and stopped feeling the stimulation. Regarding what was done to resolve the issue, it was noted that they checked impedances and battery life. Impedance check revealed issues on 0 <(>&<)> 1 electrodes but patient was unable to remember if she had a fall or major twist that might have caused this. Regarding patient outcome...was the patient receiving effective therapy, it was noted that they changed programs and added others that the patient was able to feel the stimulation at lower settings (all were <(><<)>3.0). The patient was asked to get on the schedule for the next interstim clinic if this didn't correct the issues. As of today (B)(6) 2014, the patient hadn't called to be put on the schedule so was probably doing fine.